Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the crt-d case and header identified no anomalies. The device was interrogated and review of device memory found a shorted lead alert (code 1004) was recorded on (B)(6) 2017. An x-ray of the device revealed that the internal high voltage fuse was still intact. A manual capacitor reformation was performed and a charge time of 10.8 seconds. External 41 joule shocks were delivered in both initial and reverse polarity; charging was normal and no alerts were recorded. The device was then exposed to simulated heart load conditions, and the pacing, defibrillation, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was able to confirm that a shorted lead condition occurred during the delivery of shock therapy through the review of stored diagnostics.

Manufacturer narrative:
The crt-d is expected to be returned for laboratory analysis. Once the product is received and analysis completed, this report will be updated.

Event description:
Additional information was received that the crt-d was explanted and successfully replaced. The rv lead was cut, surgically abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead was hospitalized after experiencing several episodes of ventricular tachycardia (vt). During one episode, the patient was externally defibrillated. The crt-d then started emitting tones and upon interrogation, displayed a code 1004, indicating a shorted lead condition. The shock impedance measurement was below 20 ohms. Boston scientific technical services (ts) was contacted and a ts consultant explained that a shorted lead condition occurred during the delivery of a high energy shock and immediate replacement of the device is recommended as well as to strongly consider replacing the rv lead. This information was communicated to the physician. The crt-d has been programmed to monitor only and the patient has remained hospitalized. No additional adverse patient effects were reported.